Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0837 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that on "(B)(6) 2021 during the use of the patient, the PICC catheter decompression sleeve cannot be inserted smoothly. Replace it immediately and continue to insert the patient."